Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and EKG/ECG changes are listed in the mitraclip nt system (g2) (jpn) instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, causes for the reported death (cardiac death) and EKG/ECG changes could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is conservatively filed for patient death due to unknown cause. It was reported on (B)(6) 2018, two mitraclips were successfully implanted reducing grade 4+ functional mitral regurgitation (mr) to grade 1+. On (B)(6) 2020, the patient was hospitalized for thrombus removal in the lower extremity due to arteriosclerosis obliterans. Per the physician, this was unrelated to the implanted clips. On (B)(6) 2020, the patient died during sleep. Electrocardiogram readings were abnormal. There was no report of a malfunction of the implanted clips or an adverse event related to the implanted clips. No additional information was provided.